Manufacturer narrative:
The computer (lot# 1821128) was returned for analysis. Analysis found that the computer was showing video distortion. The computer graphics card was damaged/malfunctioning. Evaluation codes that apply to this testing: (B)(4). The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225r, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. The computer has been received by the manufacturer. However, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states. Other relevant device(s) are: product ID: 9735225, serial/lot #: unknown, ubd: unknown, UDI #: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy procedure. It was reported that pre-operatively, before the patient entered the procedure room, the "no signal" message suddenly appeared when attempting to start the computer. Many horizontal lines appeared. After that, it did not start. The procedure was completed without the navigation system. There was no reported impact to patient outcome and no reported surgical delay.